Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that they had high blood glucose of 523 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will not be returned for analysis.